Event description:
It was reported that the left ventricular assist device (lvad) patient was experiencing electromagnetic interference (emi) in their cmems reading from 10:18 on (B)(6) 2025 until 14:38 on (B)(6) 2025. There was concern with the lvad being the potential cause of the emi. Technical services asked the patient to place the lvad batteries on the floor while taking a reading and the reading appeared to be physiological and clinically plausible.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: interference between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the cardiomems (cmems) device was unable to be confirmed through this evaluation. A specific cause for the report of electromagnetic interference (emi) could not be conclusively determined. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. D is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. The current revision of the IFU can be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the lvad was confirmed to have been the cause of the emi.